Event description:
The patient called animas on (B)(6) saying the pump would not let her deliver bolus doses. She said her blood glucose level is usually between 200 and 300 mg/dl but has been 500-700 mg/dl for the last three days with vomiting. She says she is not short of breath, does not have nausea or chest pain at the time of the call. Her blood glucose level was 425 mg/dl at the time of the call and an hour ago was 520 mg/dl. She took a 10 unit injection of insulin an hour prior to calling animas and another 7 units just prior to calling animas. She says her vomiting is due to lap band surgery and does not think it is related to elevated blood glucose levels but admits she has been vomiting more frequently during the last three days and has been lightheaded for three days. The patient is upset that the pump is not working and will not let her deliver bolus doses. She says the pump keeps alarming that she exceeded a programmed limit and will not allow a bolus dose no matter how small of a dose. When reviewing the pump's programmed limits the bolus limit was 0.00 units. The animas representative assisted the patient in increasing her limits to desired settings and explained the feature but the patient did not seem to understand. She knew that the I:c ratio should be 1u:15g but did not know whether the isf should be 50 mg/dl or not and did not understand the bg target. This complaint is being reported because the patient could not deliver bolus doses through the pump as she was unaware that a pump setting could limit her doses and her blood glucose levels were indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported due to a user error that caused the user's injury and the device was not requested for return.